Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure.

Manufacturer narrative:
Date of report: 18 aug 2021. There was no patient involvement.

Event description:
It was reported to philips that the device's navigational ring was not moving. The device was not in clinical use at the time of the event. There was no report of patient or user harm.